Manufacturer narrative:
(B)(6) hosp. Photographs and product have been returned to the manufacturer, but they are pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the dilator tip split during insertion procedure. Indication for use was coronary artery disease (cad). Patient remained in the intensive care unit (ICU), however there was no patient injury reported.

Manufacturer narrative:
The iab was returned unused, intact, and sealed. The insertion kit was returned opened and only the sheath dilator assembly. Appeared used. The sheath dilator was returned with blood on it. The dilator tip was found to be frayed. We were unable to measure the wall thickness of the dilator tubing tip because of the damage to the tip. The evaluation confirms the reported damaged dilator and difficulty inserting it. We are unable to determine when or how this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the dilator tip split during insertion procedure. Indication for use was coronary artery disease (cad). Patient remained in the intensive care unit (ICU), however there was no patient injury reported.